Event description:
An ortho summit processor wash station was reportedly back filling the container in the wash station. There was no alarm indicating a problem. No death or serious injury was associated with this incident.